Manufacturer narrative:
One device was received for evaluation for the complaint that the device had occlusion. The review of event log was performed. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint can be replicated, and the probable root cause was the dso (downstream occlusion) pressure was too low. The uso/dso calibration was performed and passed all performance verification testing.

Event description:
It was reported that the device had occlusion. There was no reported patient involvement.